Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the device. Per the cm, the blood leak appeared to be coming through the fibers near the arterial end of the dialyzer. A blood test strip was not used because the blood leak was visible. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was reportedly 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There were two photos provided for review. Both of the photos show the label side of the dialyzer, and there appears to be blood within the dialysate in the dialyzer, on the outside of the fibers. Despite photos being provided, a conclusive determination of the complaint event cannot be made without evaluation of the actual sample. A production records review was performed on the reported lot and an investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one rework in the production of this lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the device. Per the cm, the blood leak appeared to be coming through the fibers near the arterial end of the dialyzer. A blood test strip was not used because the blood leak was visible. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was reportedly 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.